Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 row a failed. A field service engineer tested controller cards as directed in knowledge article, fstka - how to field test enhanced fh and hh cubie drawer controllers. Found ohm bridges out of tolerance and replaced the drawer controller board and verified functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 3.1 continued to fail after pockets a1 and a5 repeatedly failed, despite user cleaned under the cubies, replaced the affected cubies, and rebooted the device. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.